Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced vomiting for 8 hours. No cgm reading was reported from that moment and no fingerstick was taken but the patient was brought to an urgent care clinic by his brother. When a fingerstick was taken at the hospital the cgm reading was 80 mg/dl, and the blood glucose reading was 600 mg/dl. The patient experienced diabetic ketoacidosis and was transferred to a hospital. At the hospital the patient was treated with intravenous insulin and fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was vomiting for 8hrs. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.